Event description:
It was reported that patient underwent primary hip surgery on an unknown date. Revision procedure was performed on (B)(6), 2013 due to unknown reasons. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.(B)(4) implant date - unknown. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Product was returned and evaluated. The evaluation identified some scratching on the bearing surfaces and the presence of a wear stripe on the femoral head. The acetabular shell showed signs of bony ingrowth and the bone attachment on the back of the acetabular shell indicated that it was well attached to the acetabulum and hence it could have been assumed that the damage to the fins was related to the extraction procedure. Neither a reason for revision nor any information regarding the patient or surgery was provided and therefore only a limited evaluation could be performed.